Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, the lead was returned severed at 135 mm from the terminal pin. Two lead segments (terminal and tip) were returned. The helix is stretched and tissue was noted entwined at the mechanism base. There are suture sleeve tie down indents approximately 345 and 353mm from the tip and a bend in the insulation approximately 337mm from the tip, which corresponds to where the distal end of the suture sleeve would have been located. Microscopic analysis show that the cathode conductor coil is fractured in the area of the suture sleeve tie down location approximately 343 mm from the terminal pin. This type of fracture is consistent with a fatigue fracture near the suture sleeve tie down area.

Event description:
Boston scientific received information that this atrial lead displayed noise and fluctuating impedance measurements. In addition, noise was noted on the atrial channel resulting in atrial tachy response (atr) mode switches. Insulation damage was suspected. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.